Event description:
A malfunction alarm, identified as malf 12, was reported by the customer, but no notable events occurred prior to this issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Despite at least three occurrences of this malfunction, the customer opted to continue using the current pump. Technical support is set to replace the pump, providing a resolution for the reported issue.